Event description:
Additional information was received 30october2019: the patient procedure was a left heart cath. Physician stated the angio-seal got stuck during placement and manual pressure was used for hemostasis. The patient bled from the groin which resulted in hematoma and a pseudoaneurysm. Patient blood loss was estimated 10cc's. Further treatment was a thrombin injection and follow up ultrasounds, which were successful to treat patient. Patient was discharged (B)(6) 2019. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no.1 to additional information to the b5, b6 and h6 section and to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they had an angio-seal failure. The angio-seal had a good stick and placement. The angio-seal failed to deploy, there was no collagen seal. Manual pressure and femstop will be used. The patient did have to stay overnight in the hospital. It was reported that the groin bled very badly, the amount of blood loss was unknown.